Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1mqts, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1mqts, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient was not feeling stimulation in the proper areas and they had a symptom return. No environmental/external/patient factors are known that may have led or contributed to this issue. The rep noted the diagnostics/troubleshooting performed were "elect imped-normal (B)(6) 2018", an x-ray was taken (date unknown), and "battery-good." As a result of what was reported, the lead was replaced. The issue was resolved at the time of the report. The event occurred in (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked if the cause of the stimulation issue was determined, the hcp said "images showed the lead migrated with 2-3 leads noted sacrum, suspected lead migration." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1mqts serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the cause of the stimulation issue was the lead was not stimulating the proper nerve. No further patient complications have been reported as a result of this event.